Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The device was also received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons would not respond when attempting to clear out the alarm. Customer's blood glucose was not known. The customer was sitting by a pool when the device began to alarm. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.